Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the drive support cap was loose. The customer reported that the insulin pump case had crack. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with end cap broken off, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.